Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse verified proper function of both bp and qrs waveforms patient cables, and leads, with the unit trainer and patient simulator. The fse performed full functional check and safety test and returned unit to clinical service. (B)(6).

Event description:
It was reported that during use on a patient that the cs300 intra-aoric balloon pump (iabp) ECG waveforms won't display on the monitor. No patient harm, serious injury or adverse event was reported.